Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not start again. Customer's blood glucose level was 123 mg/dl. Customer reported that the insulin pump exposed to water. Customer reported they hear fluid when shaking the insulin pump. Customer stated insulin pump had keypad unresponsive and button error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss and unresponsive keypad due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.